Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that deformed stopper occurred with a syringe 3ml ll 25mm 6dmm govt s/su. The following information was provided by the initial reporter, "syringes with deteriorated plastics."

Manufacturer narrative:
The DHR, quality notification and maintenance analysis were performed and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that deformed stopper occurred with a syringe 3ml ll 25mm 6dmm govt s/su. The following information was provided by the initial reporter, "syringes with deteriorated plastics."